Manufacturer narrative:
According to the complainant the device will not be returned for investigation. Lot release records were reviewed, and the product lot met all acceptance criteria. We are unable to confirm or determine the root cause of the reported dislodged cannula. Locked down smartphone: lockdown omnipod software app version: 3.1.5-p001 operating system: n5004l-am-q-mv01602-06-01.06 hardware: n5004l cgm sensor type: l2+ *please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
It was reported the patient's blood glucose level rose to greater than 13.9 mmol/l (250 mg/dl) while wearing the pod between 25 and 36 hours. The pod reportedly was coming loose from the infusion site (abdomen), causing the cannula to dislodge. The patient also reported itching around the infusion site. As treatment, a new pod was applied.

Manufacturer narrative:
The adhesive pad and welds were inspected and no abnormalities were found. No damages or deficiencies were observed that would contribute to the reported dislodged cannula. The cannula assembly and bottom housing were inspected for manufacturing deficiencies that could cause skin irritation and no issues were found. Although the investigation found no evidence of any damage, the cause of the reported dislodged cannula, irritation and adhesive issue could not be determined.